Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 7080068/7080687.

Event description:
It was reported that the patient was experiencing inadequate stimulation. All device components were explanted and were not returned. The patient was doing well postoperatively.